Event description:
Boston scientific received information that during a patient follow up in february, this pacemaker displayed a battery status of good, a magnet rate of 90 ppm and the estimated remaining longevity was 1.5 years. However, during a follow up less than five months later, it was discovered that the device reached elective replacement time (ert) in july. There was a concern that the battery had depleted earlier than expected. In addition it was reported that this issue has upset the patient who is now considering not to have the device replaced. No adverse patient effects were reported although this patient is pacemaker dependent.

Manufacturer narrative:
A replacement procedure has been scheduled for august. At this time, this device remains implanted and in service. Once the device has been replaced, returned and analyzed, this report will be updated.

Event description:
The device was returned.

Manufacturer narrative:
The device was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported as a result of the surgical procedure. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. In addition, replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.